Event description:
A customer reported that their pump screen was unresponsive and would not turn on. There was no adverse impact to the customer¿s blood glucose level, which remained within a range of 54-500 mg/dl. Technical support instructed the customer to check the power connection and attempt to reset the device, but the pump failed to power on. As a resolution, technical support decided to replace the pump, and the customer was instructed to use multiple daily injections (mdi) as a backup insulin therapy. The problematic pump was under warranty and arrangements were made for its return.